Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0pab2, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported a loss or change in therapy. A manufacturers' representative (rep) programmed her stimulation too high, she could not tolerate it in bed. She got up and decreased it and it resolved the issue. The patient had to get up more often at night time; she was wondering if she turned her therapy off and wondering if she was supposed to have it on. She thought she might have turned her stimulation off. There was a sudden change in therapy/symptoms. Troubleshooting was limited due to lack of access to the product. The patient was very confused and seemed to have lack of understanding of therapy on/off and patient programmer (pp) on/off buttons. She used her pp and confirmed her therapy was turned on; she was in program 1 at 2.20v. Going higher in program 1 felt too high hence, she wanted to try a different program. The patient went to program 2 but got the highest limit screen at 1.0v, she felt no stim at 1.0v. Then, she switched to program 3 and got the same results as program 2. Finally, she switched to program 4 and felt stim at 0.9v. Stimulation was confirmed to be comfortable. Further information reported that she started to have pain on program 4 at 0.9v. The pain was in her groin area. Stimulation was turned down to 0.1v and the patient inquired if she had it up too high. It was noted that she will try to keep stimulation at a level that&#62688;comfortable for her. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.